Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this lead it was not possible to obtain satisfactory pacing thresholds and abnormal pacing impedances were seen thus the lead was not implanted and will not be returned several veins were attempted with no success. No adverse patient effects were reported.